Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, an increase in pacing lead impedance was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was extended, stretched, bent and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued and the helix was stretched and bent, consistent with procedural damage. The reported events of high pacing threshold and lead dislodgement was not confirmed.